Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the event log file captured backup battery fault alarms from (B)(6) 2026 at 0827 to 0838. The emergency backup battery (ebb) fault was due to the ebb failing the load test. The ebb fault failed to clear with multiple self-test attempts. Therefore, the system controller was exchanged as the patient was very nervous and did not want the alarm to occur. The event log also captured double power cable disconnect/ low power hazard/ no external power on (B)(6) 2026 during power change. Both the white and black power cable were disconnected while connected to the power source.